Manufacturer narrative:
Product complaint # (B)(4). Procode: additional product code: hto. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Device evaluated by MFR: without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the reamer irrigator aspirator (ria) 2 reamer shaft and reamer head connection tabs broke during reaming and also could not remove ria 2 flex reamer shaft from the disposable ria 2 shaft. The surgery was delayed for 7-10 minutes. Fragments removed. Used other shaft to complete reaming. The procedure was successfully completed. This complaint involves two (2) devices. This report is for (1)drive shaft for ria 2 520mm. This report is 1 of 2 for (B)(4).